Event description:
It was reported that the patient's atrial lead's insulation was noted to be damaged during left ventricular lead placement. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.